Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 13-aug-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported the, "endoclear suction catheter seemed to leak a bit during use and get wet inside the sleeve." There was no reported injury. Additional information received 21-jul-2020 stated the incident occurred at the top of the catheter where it connects to the stopcock. The clinicians are not closing off the suction part when not in use. That may be causing moisture to get in the sleeve.